Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (200-300 mg/dl). Reportedly, the pump basal rate needed to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer delivered a bolus to address elevated bg levels. At the time of the report, the customer's blood glucose level was 85 mg/dl.